Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery before and after a entire set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 136 mg/dl at the time of incident. Troubleshooting was done for no delivery and assisted customer with priming. Customer indicated that the pump could not complete the rewind sequence and the alarm could not be cleared. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.